Manufacturer narrative:
H3: a pipeline flex embolization device and a marksman catheter were returned for analysis. Upon visual inspection, no damages were found with the marksman hub or distal tip. No bends or kinks were found with the marksman catheter body. The marksman total length was measured to be 157.5cm (reference 157.0cm). The marksman useable length was measured to be 150.0cm (specification 150.0cm ± 3cm). No other anomalies were observed. The marksman micro catheter was then used for resistance testing with an in-house 0.026in mandrel. The catheter was flushed. The mandrel was inserted into the hub and exited distal tip without issue. Based on the reported information, there is no evidence suggesting that the devices were defective, but rather a procedure related event. This event captures an adverse event. There is no allegation or evidence of potential or confirmed manufacturing issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the device(s) were fully rinsed with heparin saline per the instructions for use (IFU). There was no resistance experienced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the bleeding was unknown. It was not related to the device or procedure. The surgeon only said that the blood could not stop, and finally closed the blood vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the marksman catheter and pipeline stent were in place, angiography found bleeding. Finally, the blood vessel was closed. The patient did not experience any injury, symptoms, or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the middle cerebral artery. The max diameter was 13mm, and the neck diameter was 24mm. The patient's vessel tortuosity was minimal/normal. The landing zone was 3.4mm distal and 3.6mm proximal. The access vessel was the femoral artery, which was 7mm in diameter. Dual antiplatelet treatment was not administered.